Event description:
The user facility reported the following: the clave valve separated from the tubing in nicu unit and baby was not receiving blood. The lot number was not available. No further information was provided by the user facility regarding the circumstances surrounding this event.